Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported while trying to lift the right eye flap there was a section that was not cut. Photos revealed near vertical gas breakthrough and there was extreme build up of opaque bubble layer. The surgeon mentioned all flaps that day were thin. The flap was not lifted and the patient was sent home to heal. Once the corneal has healed, treatment will be considered. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause is user handling. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. The manufacturer internal reference number is: (B)(4)